Manufacturer narrative:
The technician tested the bed exit alarm system and all position alarms are functioning, user error.

Event description:
The account alleges the bed exit is not alarming. No injury reported.